Event description:
It was reported that the right atrial (ra) lead is exhibiting far field r-wave (ffrw) oversensing. The lead remains in use and programming options were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007; 4194 implantable pacing lead, (B)(6) 2007. (B)(4).